Manufacturer narrative:
Patient identifier unknown. Patient weight unknown. Device lot number not provided/unknown. Device has not been returned to the manufacturer.

Event description:
The doctor reported that during a procedure on (B)(6) 2017, the placement driver (impdtl) got stuck to the implant (bopt4313) and it could not be removed in the mouth in tooth location # 30. The doctor did not report any remedial action.

Manufacturer narrative:
One impdtl driver was reported. However, the stuck driver reported was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The complaint is non-verifiable. A root cause cannot be determined for this complaint.